Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin as well as magnesium and sodium to address the elevated bg. Customer was discharged 10/31/2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.